Manufacturer narrative:
Date sent to the FDA: 8/19/2020. Additional information: it was reported that the patient experienced hernia recurrence following surgery.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incarcerated incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted some omentum was stuck to the hernia sac and an old mesh. It had appeared that the old mesh had tore out. During the adhesiolysis, he came across some transverse colon struck to the old mesh and extending into the sac. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.